Manufacturer narrative:
(B)(4). Eval results: myocardial infarction.

Event description:
Two lesions were treated during the index procedure, one other brand stent was implanted in the prox lad and one micro driver rx stent was implanted in the 3rd obtuse marginal. It was reported that an mi occurred the next day. It is reported that the pt had troponin I elevation 12 hrs after the index procedure. No action was taken and the pt recovered without treatment. The investigator has stated that this event was not related to the study device, drug or procedure.